Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed). Dried blood was found on visual inspection in the helix mechanism which prevent torque transfer in the lead for proper extension/retraction.

Event description:
It was reported during the procedure, model 6947 lead was attempted to be implanted but was found to be damaged. The helix would not extend or retract. The lead was not implanted. No patient complications have been reported as a result of this event.